Event description:
It was reported that on (B)(6) 2006, a "perigee transobturator anterior prolapse repair system" was implanted to treat "stress urinary incontinence and pelvic organ prolapse." After and "as a result of the implantation of the perigee system" the pt has "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections, and other injuries." Reportedly, in (B)(6) 2006, the pt "began to experience vaginal erosion and sought medical attention." The pt "was subject to four add'l surgeries to revise the perigee system." As a result of the pelvic mesh implant, the pt has experienced "significant mental and physical pain and suffering, has required add'l surgeries, medical treatment and she has sustained permanent injury."

Manufacturer narrative:
The perigee system is intended for the placement of a graft material in the anterior vaginal wall via the obturator foramen for the treatment of anterior vaginal prolapse. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.